Manufacturer narrative:
Therapy date: unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
From the journal article, it was found that one patient was implanted with ncb plate and underwent revision due to non-union. Journal article: d. Eschbach. One year after proximal or distal periprosthetic fracture of the femur -two conditions with divergent outcomes. Injury, int. J. Care injured 49 (2018) 1176¿1182.

Event description:
No event update.

Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. DHR review: at zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item numbers are available. Event summary: it is reported that 2 patients with periprosthetic fracture around total knee arthroplasty in the journal article were revised due to nonunion 6 months after the ostosynthesis. Bone graft and re-osteosynthesis was treated during the revision. The initial osteosynthesis took place between feb 2008 to feb 2016, either ncb-pp or ncb-df were used. Review of received data - journal article: the aim of this study is analyse differences in outcome, complication and chances of restore pre-fracture mobility of periprosthetic femur fracture around total knee arthroplasty (pftka) and total hip arthroplasty (pftha) treated with same surgical technique. 73 patients who had periprothetic fracture treated using mini-open technique or minimally invasive approach between feb 2008 and feb 2016 are included in this study. Two kinds of plates were used, the periprosthetic non-contacting bridging plate (ncb-pp) and distal femur non-contacting bridging plate (ncb-df). At least 4 locking screws (with 8 cortices) in diaphyseal and metaphyseal areas were used. More screws were added when only 1 cortex were fixed with screw. Surgical revision was required for 8 out of 37 patient in pftka group and 4 out of 36 patient in pftha. The two case of nonunion were treated with bone graft and re-osteosynthesis 6 months after osteosynthesis. No medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation. - compatibility: no compatibility check can be performed as only one product has been reported. Root cause analysis based on the article, either a ncb pp plate or a ncb df plate was used. Therefore, root cause analysis was performed for both possibilities. Root cause determination using rmw (ncb-df): - loss of fracture reduction before complete bone healing due to loosening of ncb df implant from the bone due to mechanical forces applied (torsion, bending, ..) Possible, as the events detail, x-ray image, surgical report and medical records are not available. Loss of fracture reduction before complete bone healing due to thread-stripping screw seating/removal torque/axial load possible, as the events detail, x-ray image, surgical report and any other medical records are not available. Also, the explanted devices were not returned, the condition is unknown. Loss of fracture reduction before complete bone healing due to loss of screw angular stability due to insufficient strength of the design not possible, a systematic issue with design would have been detected as part of the issue evaluation assessment. Periost stripping due to use of cables in combination with the plates possible, as the events detail, x-ray image, surgical report and medical records are not available. Loss of fracture reduction before complete bone healing due to user connect the targeting device to wrong plate (l/r) possible, as the events detail, x-ray image, surgical report and medical records are not available. Unstable osteosynthesis due to inadequate implant stiffness not possible, a systematic issue with design and material stiffness would have been detected as part of the issue evaluation assessment unstable osteosynthesis due to user choose a wrong angular direction for the screw possible, as the events detail, x-ray image, surgical report and medical records are not available. Unstable osteosynthesis due to users define incorrect placement of the plate possible, as the events detail, x-ray image, surgical report and medical records are not available. Unstable osteosynthesis due to user is placing the cables improperly possible, as the events detail, x-ray image, surgical report and medical records are not available. Unstable osteosynthesis due to user is placing the cables improperly possible, as the events detail, x-ray image, surgical report and medical records are not available. Loss of fracture reduction before complete bone healing due to user connect the targeting device to wrong plate (l/r) possible, as the events detail, x-ray image, surgical note and medical records are not available. Root cause determination using rmw (ncb-pp): - loss of fracture reduction before complete bone healing due to loosening of ncb pp implant from the bone due to mechanical forces applied (torsion, bending, ..) Possible, as the events detail, x-ray image, surgical report and medical records are not available. Loss of fracture reduction before complete bone healing due to thread-stripping/ screw seating/removal torque/axial load/ possible, as the events detail, x-ray image, surgical report and medical records are not available. Loss of fracture reduction before complete bone healing due to loss of screw angular stability due to insufficient strength of the design possible, as the events detail, x-ray image, surgical report and medical records are not available. Periost stripping due to use of cables in combination with the plates possible, as the events detail, x-ray image, surgical report and medical records are not available. Unstable osteosynthesis due to user is placing the cables improperly possible, as the events detail, x-ray image, surgical note and medical records are not available. Unstable osteosynthesis due to inadequate plate stiffness not possible. A systematic issue with design and material stiffness would have been detected as part of the issue evaluation assessment . Conclusion summary neither device reference number, specific event description, x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received to confirm the event. The condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level and relevant medical history are unknown. Nonunion could relate to disturbed biological and mechanical factors; for example, impaired bone healing regulation, insufficient blood supply and surrounding soft tissue damage as well as mechanical factors such as unstable fixation, overly rigid fixation, insufficient compression force and bad reduction result in wide fracture gap. However, due to significant lack of information, the root cause could not be narrowed down. Therefore, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).